Event description:
A pt reported experiencing "cold in her eye" while using renu moistureloc multi-purpose solution. The pt's dr confirmed she was seen in 2005, and was diagnosed with iritis in the right eye. The pt was prescribed cortisporin as treatment. In 2006, the pt was seen by an ophthalmologist for a contact lens fitting, and was advised her eyes were "healthy".

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb inititated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most repsonsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.